Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation also found flooding in the device. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues. This issue is addressed in the instructions for use (IFU): endoscope image disappearance and freezing (warning) do not strike or drop the device. Do not drop or bump the device. Water leakage may cause damage to the internal circuitry of the device. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being submitted for legal manufacturer's final investigation results.

Manufacturer narrative:
E1 address: (B)(6). The device was returned, and the investigation is ongoing. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head connector section was cracked. There were no reports of patient harm.